Manufacturer narrative:
Product event: (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During the case, the surgeon reported sparking and arcing from the plasmablade device tip. There was no harm to the patient or staff.